Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she has been experiencing high blood glucose because of recent medication she was taking. Customer's blood glucose has been in the 200 and 300 mg/dl range. Customer states she does not feel anything was wrong with her current device. Customer states taking medication for digestion problems. Customer stated her doctor put her on cgm because she had two accidents due to low blood glucose unawareness caller had omni device. Customer also went on stating she almost had three near death experiences with her old medtronic insulin pump due to it delivering insulin while suspended. No further information reported.